Manufacturer narrative:
(B)(4).

Event description:
It was stated that electrode pairs 0, 1 and 0, 3 and pair case, 0 had impedance greater than 4,000 ohms with current less than 15 mca when measured at 4.0 v. All other combinations were in range. The device was programmed to 0-, 3+ and the patient had therapy, though it was suspected some change in therapy had occurred and it was difficult to assess the extent. It was planned to try combination 1-, 3+ which had impedance of 1340 ohms. Further information is being requested at this time.